Event description:
The reporter states that she obtained blood glucose results of 212mg/dl and 98mg/dl within 10 minutes on the accu-chek aviva system. No action was taken based on the readings. No adverse event reported. The suspect product was not returned to the MFR for eval.